Event description:
This model aicd was recalled by cpi because of potential early failure. Explanation decision were made based on testing of individual devices for early replacement indication (eri)device labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 12.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.